Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and device-device interaction testing (sample ran on machine). No issues were found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during fill three of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.